Event description:
Within 6 months of my breast augmentation I started to get really bad stomach pains. They included: increased bowl activity, bloating, heartburn, etc. I also started feeling lightheaded. Heart palpitations started which I had never expected before. Extreme fatigue, joint pain, changes in my monthly cycle and ovulation. Hardening of my implants and nerve pain. FDA safety report ID # (B)(4).